Event description:
The patient reported several instances of burning sensation at the pump site. They reported no falls or traumas. This happened once about thirty to forty minutes before a scheduled bolus. Their last refill was on (B)(6) 2013. On (B)(6), they had several MRI scans. They were okay until one scan and they experienced serious burning pain, ¿like extra-medication¿, very severe, and they pulled them out immediately. They restarted the scan after adjustments and it was fine. A medtronic representative reprogrammed the pump after that procedure. The patient was not sure what they did, but the burning stopped. The pump site was really swollen and squishy. They left the MRI unit and went to the office. They had the pump restarted and everything was checked. The pump site was tender and it was lightly tingling all day. That following weekend after new year¿s weekend, they experienced a burning sensation around the pump. The pain was pretty bad, which occurred shortly after taking a shower. On (B)(6) 2014, it was the only time they were sitting when this happened. No diagnostic studies were performed. They had an appointment the following day. The patient said she received a horrible burning sensation in the pump, and there was a warm sensation in the groin and leg. They put ice on it. On the date of the report, they were driving in the early morning and they suddenly started to feel burning at the pump site and a warm sensation in the groin and left leg. They reported the pump site was swollen and tingling. They gave themselves a bolus, iced the area, and felt better. They had to drive to school again. It started up again but not as bad. Most of the time the patient said the pain was beneath the pump. Today it was all over and went down their back. They stated that today was the most severe. The medications infused were fentanyl, hydromorphone, and bupivacaine. The patient reported they had low blood pressure (125/85) when they saw their healthcare provider (hcp) on (B)(6) 2014. They had another appointment with their hcp in one week. At their hcp¿s office, the patient stated they did not know what was going on. They were leaning towards ¿maybe like some swelling or fluid¿ because they said there was some fluid around the pump. It was really bothering them and yesterday it was unbearable. The patient noted that they had a ¿brain MRI¿ on (B)(6) 2013 and that was fine. They then had a neck MRI, specified to have been a ¿t1 vibe fast neck MRI.¿ this scan caused the pump to burn. They pulled the patient out of the MRI, waited twenty minutes, and repeated the scan ¿but not the same kind.¿ they were fine after that. They reported being in agony, irritated, and they had an uncomfortable tingling feeling in the pump area. The patient reported they had their fifth back surgery in may and developed lymphedema in their legs and back, and the fluid accumulated in their abdomen. Swelling was down quite a bit ¿(B)(6).¿ an ultrasound revealed that there was quite a bit of fluid in the pocket. The pump was in front of their right hip. When this happened, they were getting the warming sensation down their right leg and groin area. After their test in november, they felt like they wet their pants because that was how intense it was. The patient stated ¿they chalked it up to maybe the guy did not program it right or something happened.¿ they used isovue for the CT myelogram. On (B)(6) 2014 they took a shower, grabbed a lunch from the fridge, and on the way to school they had the tingling and burning sensations. The sensations wrapped around their back. This was the fourth time it happened. It felt like someone was lighting the patient¿s skin on fire. The patient lifted up their shirt and the area was hot and very tender. On (B)(6) 2014, they had a light sensation of tingling and a light sensation of burning. It was annoying. The pump was very swollen and it was more swollen on (B)(6) 2014 than it was the day prior. During the report, the patient felt like the medication had leaked out of their pump, but they stated their hcp tested the pump and it was fine. The only thing that seemed to be helping was when they gave themselves a bolus. There were no errors in the logs and everything was measuring correctly. They were going to have a dye study next wednesday. The patient was crying and very upset because they were in so much pain. The CT myelogram in (B)(6) 2013 did not show anything. The burning sensation came and went and it was not always associated with a bolus, but it usually was. During the myelogram, the physician injected contrast into the pump reservoir itself and not directly into the patient¿s spine or through the catheter. They stated it burned so bad, and it was the worst pain ever. On (B)(6) 2014, the patient reported that they had just left the physician¿s office and everything went well on wednesday at their dye study. There was no blockage or issues with the catheter. The pump was functioning properly. They did not have any burning after the dye study, and they had not experienced any more burning. Their doctor told them that because of their skin/lymphatic issue of lymphedema (not device related), their tissue was extremely sensitive to changes in temperature, touch, and foreign substances like dye. They were taking an anti-inflammatory to help with her inflammatory issues.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).